Manufacturer narrative:
The actual device was not received; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic sample, a large amount of blue color was observed inside the header cap. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. The most probable cause was due to marking of the product with a blue pen during production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blue particulate matter was observed inside the cap of a polyflux 14l prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.